Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the metal part on the end of the power cord came off. No troubleshooting indicated. Power cord was on backorder. Remote monitor was not ordered at the time of call as the patient was not yet enrolled in the system to order for a replacement. The monitor replacement status was unknown. No patient complications have been reported as a result of this event.